Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: 7121-65 lead, implanted: (B)(6) 2012; 4076-52 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and had unexpected longevity lasting less than two years. The device was explanted and replaced. No patient complications have been reported as a result of this event.